Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to damage on flexibility adjustment ring, water tightness was lost. Air/water cylinder had discoloration. Suction cylinder had no color. The cover of light guide bundle was damaged. Sheet holder unit had corrosion due to water leakage. Due to a crack on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to a crack on objective lens, the image had a dark area partially. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Adhesive on bending section cover had a crack. The universal cord had a scratch, and the objective lens had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the device evaluation, that the air/water cylinder, the air/water tube, and the light guide lens of the colonovideoscope had foreign objects. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing that was not conducted properly due to leakage from the flexibility adjustment ring. A further cause of the leakage could not be presumed. The events can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.